Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, patient complained about infusion set fell off due to tape not sticking. The area of insertion of infusion set was lower back. The infusion set was in use for 24hours. No further information available.